Event description:
A surgeon reported a patient experiencing blurry and decreased near vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon did not provide an opinion whether or not the device contributed to the event; and will continue following up with the patient. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/23/2008 by phone. Patient's medical records were received on 01/02/2009.